Event description:
The account alleged that the bed exit alarm would not set. No pt impact.

Manufacturer narrative:
The technician inspected the bed and could not replicate any issue, no repair needed the bed functioned as designed.